Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, two pascal precision ace implants were successfully implanted. Following device implantation, upon retrieval of the guide sheath (gs), a right-to-left shunt was observed. The patient remained hemodynamically stable throughout the event and did not experience any desaturation. To address the shunt, a gore occluder was implanted directly after the removal of the gs, resulting in resolution of the shunt. The perceived root cause was attributed to underlying clinical conditions, including tricuspid regurgitation and elevated right atrial pressure. No device malfunction or deficiency occurred. No patient injury was reported, and the final patient condition was stable. Mitral regurgitation was reduced from severe to trace post procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.